Manufacturer narrative:
Corrected information provided in b.5., h.10. Corrected information received and stated that the reported lot number was not a suspect. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal complaint reference: (b)(4.)

Event description:
Corrected information received and stated that the reported lot number was not a suspect. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported the aspiration of the vitrectomy probe was functioning normally, but the cutting function was not working before cataract surgery. It was used in pro vacuum mode, with a vacuum setting of 450 and a cut rate of 20,000 cuts per minute. There was no report of patient harm.